Manufacturer narrative:
There has been no service on this product. Device history review showed there were no non-conformances associated with this manufacture lot. Needles from this lot were fatigue tested per manufacturing process and showed with 95% confidence that 99% of the lot would exceed the minimum 24 cycle requirement. Device history review shows no indications of a root cause associated with manufacturing. A possible root cause may be use in a manner other than indicated in the instructions for use included with the product. This unit was used in a demonstration using a sawbone rotator cuff model. Where the model does not simulate the exact conditions of the human body in respect to flexibility of tissues and body fluids providing lubrication, it is possible that these differences were a contributing factor of the needle breaking. Where the exact root cause could not be determined a formal corrective action will not be taken at this time. The complaint log will be monitored for trends. If the product is returned the investigation will be updated after review of the product. Product was not returned for evaluation.

Event description:
Alleged problem(s): the stryker sales representative reported that during a demonstration using a sawbone rotator cuff model, the suture passer seemed to be more flexible than normal and that it broke after only 4 sutures had been passed. The device broke at the tip. Product will be returned. Problem noted during demonstration no associated procedure. Awareness date: september 19,2016. Location of event: (B)(6).